Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch verioflex meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter was powering off during use despite having changed the battery 3 weeks previously. The patient manages his diabetes with a combination of insulin (no adjustments) and oral medication. He reported that he followed his usual diabetes management routine following the start of the alleged issue. He stated that at 2 pm around (B)(6) 2018, his hands and face began to sweat excessively and he started shaking. He reported that he tested his blood glucose level using an old onetouch verio2 meter and obtained a result of 40 mg/dl. He indicated that he called the chemist as his gp was not available and was advised to take long and fast acting carbohydrates of sugar, bread + orange juice. He reported that 30 minutes later, around 3 pm, he went to the pharmacy where the chemist did a new test; however, the patient was unable to recall the result. He reported that after that, he felt better but really tired for the next two days. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Based on the information the patient provided, there was no trauma to, or misuse of, the meter. The csr educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating, shaking and tired, after an alleged power issue with the meter.